Event description:
It was reported that on (B)(6) 2026, during the administration of intravenous infusion to a patient, the staff was fixing the infusion tube when the consumable suddenly broke, resulting in approximately a 1.5 cm long catheter fragment remaining inside the patient's body. The infusion was immediately stopped, and the consumable could no longer be used normally. The staff promptly assessed the location of the fragment and, maintaining aseptic principles, directly removed the fragment that remained inside the patient. The consumable unexpectedly broke during use, and part of the fragment temporarily stayed inside the patient. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.